Event description:
A malfunction alarm occurred with the code malf 9, which was resettable. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support to reset the pump, and the malfunction code did not recur afterwards. The customer was instructed to call back if the issue recurred and was able to continue using the pump.